Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined.